Event description:
I have been wearing a dexcom g6 cgm since february and everything was great, but in the last 2 months the adhesive that sticks to my skin is leaving a horrible rash. It feels like a bad burn. I have called and complained several times and so have other dexcom users. I am on a (B)(6) group called dexcom cgm users, and there are several people who are having the same problem as I am. It's ridiculous, I shouldn't have to decide whether I should be able to take care of my diabetes and know I'm going to get a painful rash or not use it at all. Please investigate this, I am only 1 voice but I'm almost positive there are thousands of users with the same problem. FDA safety report ID# (B)(4).